Event description:
Indication: chronic obstructive pulmonary disease, unspecified. Pt reported the three- part apparatus that is placed in the mouth while breathing in, needs replacement. Pt stated it arrived with dirt on one part, and daily usage has taken a toll on it, pt reported despite it being sponged with soapy water after each use. Unknown if md is aware. Unknown if pt missed doses. No adverse reaction reported. Unknown if product is available for return. No further information provided.